Event description:
It was reported that an ilet device did not charge after several hours on the charging pad, and a replacement charger was shipped after troubleshooting and education were completed. Symptoms included no clinical symptoms reported. Outcomes included replacement supplies provided. Investigation included remote troubleshooting and verification of shipping details. Investigation of this case revealed a power and charging issue consistent with a charger or charging interface problem. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the charging system.